Manufacturer narrative:
Additional manufacturer narrative: stenosis of an implanted valve may be a manifestation of structural valve deterioration. Structural valve deterioration (svd), a common reason for reoperation, can encompass multiple failure modes. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event. The device history record (DHR) review was not completed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency nor was one confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore no DHR is required. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that ten (10) years, three (3) months post implantation of this surgical valve, a transcatheter valve was implanted (valve-in-valve) due to critical aortic stenosis (mean gradient = 32 mmhg). A 26mm transcatheter valve was implanted and post-operative 2d echocardiogram revealed no aortic insufficiency, trivial paravalvular leak, good function, and a mean gradient less than 5 mmhg. There were no complications and the patient was transferred to the ICU. The post-operative course was uneventful and the patient was discharged on pod #2.